Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty devices were received for evaluation; 20 events were confirmed during testing. Seven devices were found to be affected by debris and corrosion. Nine devices were found to have shattered bearings, damaged internal components and were affected by corrosion. Two devices were found to be affected by corrosion. One device was affected by corrosion. One device was affected by broken-down lubrication. One device is available to stryker but has not been returned. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 21 malfunction events, in which the devices were reportedly overheating. Seventeen events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact. One event had a first degree burn. Betadine was applied to the burn. The procedure was completed successfully with no surgical delay.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. The device was found to be affected by damaged bearings. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 21 malfunction events, in which the devices were reportedly overheating. Seventeen events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact. One event had a first degree burn. Betadine was applied to the burn. The procedure was completed successfully with no surgical delay.